Manufacturer narrative:
Review of results files: plate contained sample in well c10: c10- neg reaction/ 13 reaction strength- visually there is a cell button present with a pink background. Review of labeling: as per the crrs (pooled) package insert: antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors.

Event description:
Customer reported an unexpected negative results when testing a donor sample with capture-r ready screen (pooled cells) (crrs pooled) on the galileo. The sample has a known anti-e.